Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio sound. The device was not in use on a patient at the time of event, there was no adverse event reported. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate a defective old speaker. The test sound and beep did not work at mx40 speaker certification station. The speaker was confirmed to be defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.